Event description:
It was reported that the guidewire was difficult to insert during preparation and then became stuck in the catheter after insertion into the patient. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. When the guidewire was inserted into the catheter there was some resistance, but it was able to be inserted. Once the catheter was inserted into the patient the guidewire became increasingly difficult to maneuver. The guidewire developed a proximal kink and eventually became stuck in the catheter. The guidewire was advanced, retracted, and spun inside the catheter, but this did not resolve the issue. The angle of the sheath and the deployment state of the catheter were also changed, but this also did not resolve the issue. The guidewire was exchanged, but the issue remained. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon device return and inspection of the farawave catheter, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and device was deployed to basket and flower position with no unusual resistance noted. The reported clinical observations were unable to be confirmed by the analysis results.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire was difficult to insert during preparation and then became stuck in the catheter after insertion into the patient. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. When the guidewire was inserted into the catheter there was some resistance, but it was able to be inserted. Once the catheter was inserted into the patient the guidewire became increasingly difficult to maneuver. The guidewire developed a proximal kink and eventually became stuck in the catheter. The guidewire was advanced, retracted, and spun inside the catheter, but this did not resolve the issue. The angle of the sheath and the deployment state of the catheter were also changed, but this also did not resolve the issue. The guidewire was exchanged, but the issue remained. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.